Event description:
Lead management case. Physician prepped the rv lead with an lld ez and attempted to remove it using a 14f glidelight. The 14f glidelight was unsuccessful so a 16f glidelight and tightrail were used. The physician applied traction and the lead released from the rv wall. At that time it was noted that the patient began to decline. A small tear in the rv apex was found and repaired. Neither of the glidelights or tightrail were in use at the injury site. It is likely the tear was caused during the time traction was applied, having been caused from the lead tip as it released. This report is being submitted on the lld ez since it was used as the traction platform for lead removal.

Manufacturer narrative:
(B)(4).